Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It has been reported that the patient received insulin while insulin delivery was paused, resulting in hypoglycemia. The patient blood glucose levels dropped to 35 mg/dl. The patient felt dizzy and shaky.